Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high capture threshold of 5.25 v at 0.5 ms. Programming was changed to the lv ring-rv coil configuration, where capture threshold was 1.5 v at 1 ms.